Event description:
It has been reported that during the procedure the tip of the wire broke off within the patients artery. The fragment was retrieved by the use of a snare. The patient is reported to be in stable condition. The device is not being returned for evaluation as it has been discarded by the hospital.